Event description:
The patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. At 3 years and 1 month from primary the surgeon revised the stem and head with competitor components and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 19 april 2022: lot 186937: (B)(4) items manufactured and released on 05-dec-2018. Expiration date: 2023-11-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.